Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that no liquid was going through the tube. At a closer look it could be seen that the tube was pinched flat. Because of this, no liquid could pass. They removed the infusion set and took a new one that worked. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/29/2025. One used device was returned for evaluation of complaint that no liquid could pass through tube. As received, there was a portion of the tubing that appears to be sealed off, no other anomalies or damage observed. In attempts to replicate clinical use the admin set was inserted into a cadd solis pump. Attempted to prime with 10ml. Pump occlusion alarm was generated. Confirmed customer complaint of no flow, tube was pinched flat. Probable cause unknown.